Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the washer. While onsite, the technician was informed that the employee attempted to move a washer rack out of the way of the closing washer door. The employee's hand got caught between the rack and the door causing the reported event to occur. The technician found multiple objects jammed into the safety bar. The technician removed the objects, performed the necessary repairs, ran a test cycle, confirmed the unit to be operating according to specification, and returned it to service. The reported event is attributed to user error. The employee should not have attempted to move the rack while the door was closing. The reliance synergy operator manual states (1-1), "warning - personal injury hazard: when baskets are present on the conveyor modules, keep fingers and hands away from wash chamber doors and moving baskets." The operator manual further states (1-1), "warning - personal injury and/or equipment damage hazard: if an obstruction is present in the wash chamber door, door safety bar will detect obstruction and door will automatically stop from closing. Wait until door is fully open and water flow has stopped before removing obstruction." A steris account manager performed in-service training on the proper use and operation of the reliance synergy washer. No additional issues have been reported.

Event description:
The user facility reported that an employee obtained an injury while operating their reliance synergy washer. Medical treatment was sought.